Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: the report complaint condition was duplicated. Replaced the pressure transducer and the issue resolved. Ran performance test and the unit operated to manufacturing specifications.

Event description:
The customer reported the amplitude keeps fluctuating. Everything else is steady. Carefusion technical support specialist advised the customer to tap against the panel meter. She stated that it "jumped". Support specialist explained how at times the wires get loose and suggested to take this vent down to their biomed. No additional details received. Patient involvement is unknown.